Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Tensile forces applied during the explantation procedure should be taken into consideration. Cuttings in the insulation were observed, which occurred most likely due to medical instruments used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The physician chose to replace this system after both leads became dislodged twice. This device was not replaced as the physician implanted a single chamber device. Should additional information become available, this file will be updated.